Manufacturer narrative:
(B)(4). The customer returned one opened sher-I-bronch eb tube (5-16035), one sealed sher-I-bronch accessory pack (5-16142), two opened sher-I-bronch accessory packs without pouches, and two sealed suction catheters (02633-10). A visual exam was performed and it was observed that one accessory pack was received partially assembled and missing the y-connector. No other defects were observed. A functional test was performed by attempting to assemble the accessory pack that was returned partially assembled. An attempt was made to reattach the female swivel into the male swivel. The two components could be reattached; however, it took some manipulation. Once the components were reattached, they would detach with minimal force if performing a twisting motion. The reported complaint of the connector detached was confirmed through functional testing of the returned sample. A potential root cause for this complaint issue is manufacturing related. CAPA (B)(4) has been initiated to investigate this complaint issue and related defects.

Event description:
The customer alleges that the device connector had a defective connection. The alleged issue was detected prior to patient use. A new product was obtained for patient use.

Event description:
The customer alleges that the device connector had a defective connection. The alleged issue was detected prior to patient use. A new product was obtained for patient use.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.